Manufacturer narrative:
Additional info has been requested. Subject device is not explanted. Synthes is unable to provide the manufacturer, 510k number or the date of manufacture without the returned device or lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.

Event description:
Patient status post zero-p three (3) level implantation (B) (6)2008. Patient suffered fall; was complaining of neck pain and returned to surgeon's office. An x-ray showed a broken screw at the lower end of 3 level zero-p. Follow up flexion / extension views and CT scan showed a fusion has not yet occurred. Surgeon is not revising at this time.